Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: on investigation, no damage was found to the keypad. On testing, all buttons responded normally to presses. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not confirm the alleged keypad unresponsiveness. There was visible corrosion observed in battery compartment. The battery compartment was cracked above and below bumper pad. Leak testing revealed a leak at the battery compartment crack. Investigation confirmed the alleged moisture in the pump. The pump was opened and no further evidence of moisture found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture in the battery compartment and response issue with the up arrow, down arrow and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.